Event description:
A customer reported an event of a "smell in the air" (odor) emitting from the sterrad® nx sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 01/22/2015.

Manufacturer narrative:
Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (07/25/2014 to 01/21/2015) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2014 through january 2015 and was within acceptable limits for all months except one, which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.